Manufacturer narrative:
On 06/11/2025, the following additional information was obtained: the procedure was completed in the original configuration with 4 arms. The surgeon did not disable any component to finish the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) and remote arm controller (rac). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was installed onto golden system where the auto cal was triggered indicating fault on the gimbal, replicating the reported event. The mtm2 was then installed on a patient fixture test platform (pftp) where calibration was found to be failing on grip auto calibration. Once testing was completed, gimbal handle was aba tested was verified that both grip inner and outer springs to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the grip inner and outer springs were found to be the root cause of the reported event. The rac was installed onto a golden system where it was triggered indicating fault on the rac. Then the golden system was set to run 10 minutes sine cycle, 10 power cycles & sitting idle for 1hrs. After testing performed manual system with instrument installed no problem completed.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that the surgeon had issues with the jaw of a monopolar curved scissors (mcs) would not open smoothly. The other surgeon said matching grip motion was not good. Tse confirmed the mcs has been utilized on universal surgical manipulator (usm) 3 and advised caller to clean the mcs tip and check for damage. Tse advised the caller to reseat the sterile adapter (sa) to usm3. Caller agreed to do as tse advised and call back if issue persisted. Customer caller tse back and reported that vessel sealer extend (vse) could not perform grip motion at usm 3 during procedure. Tse advised caller to reseat the sa and call back if issue persisted. The customer called back and requested intuitive surgical, inc. (Isi) field service engineer (fse) to further troubleshoot. On 05/15/2025 customer called back reported when using the vessel sealer on usm #3, a message appeared requesting a matching grip was displayed, so a matching grip was performed, but it was not recognized, and the vessel sealer could no longer be moved. Customer switched to usm 4 and performed a matching grip, but it wasn't recognized the first time. Customer tried multiple matching grips, and it was recognized. The customer switched back to usm 3 and performed multiple matching grips, and it was recognized and was able to move it. Fse to follow-up. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the follow-up information was gathered from naofumi shibata/ surgeon. The issue was not resolved by reseating the sterile adapter (sa). The vessel sealer extend (vse) product information is as follows 480422-03/k16241004(B)(4). The monopolar curved scissors (msc) product information is as follows 470179-19/k10240111-0111. There were no damage noted to the vse or mcs. The incident did not involve a fragment falling inside patient anatomy. To the question was the procedure completed in original configuration, or did the surgeon disable any component to finish the procedure was answered as no. (Will follow-up for clarification) the vse, arm drape and mtm are returned for isi evaluation. Patient demographic was not provided.